Manufacturer narrative:
The incident was reported to dade behring on 6/26/07. Because of the amount of lapsed time from the occurrence of the event to reporting to dade behring (3 + years), evaluation of the device is not possible. The cause for the negative d-dimer results is unknown.

Event description:
A negative d-dimer was obtained on a patient sample. The result was reported to the physician. The patient was in the emergency room and was observed for 12 hours before being transferred to an alternate facility. A CT scan was performed at this facility and a pulmonary embolism was diagnosed. The patient expired in 2004. The incident was reported to dade behring on 6/26/07.